Event description:
It was reported that an elderly female patient undergoing anterior hip arthroplasty suffered tibia fracture which required extra surgery and longer hospital stay. The table was being operated by implant rep during the surgical procedure.

Event description:
It was reported that an elderly female patient ungergoing anterior hip arthroplasty suffered tibia fracture which required extra surgery and longer hospital stay. The table was being operated by implant rep during the surgical procedure.

Manufacturer narrative:
Per the information obtained from the investigation, no problems were found with the device itself. The observed tibia fracture is suspected to be a result of a counter pressure being generated during applied traction through the traction boot and/or femoral hooks while internally rotating the foot during a hip procedure. This combined along with the pre-existing patient condition of osteoporosis (brittle bones) could have caused or contributed to the tibia fracture.